Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under a therapy electrode pad of the lifevest. The condition was described as red spots and as "mold". The patient's doctor prescribed her a cream for eczema. The patient reported that the condition was the same so she would be applying the prescription. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.